Event description:
Account said the head up is not operating and he said the coils were the problem and wanted the part number.

Manufacturer narrative:
Made several attempts to obtain resolution of this issue with the customer without success. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.